Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. It is unknown if the device was in use on patient, and if there is any patient harm reported.

Manufacturer narrative:
Failure analysis on the returned user interface assembly shows that the user interface assembly was tested and no failures were identified.

Manufacturer narrative:
The device was not returned for investigation. No evaluation could be performed. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.